Event description:
It was reported by the patient that the "device (did not) last very long." It was later reported by the clinic that the device records from that long ago were not available; further information could not be determined. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.